Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the plate fractured at the eyelet. The plate was never implanted and was replaced.

Manufacturer narrative:
One timesh plate was returned. One of the end eyelets was broken and left a gap through the aperture. The broken eyelet ends were jagged; and the broken, outer end eyelet showed signs of damage. It is unknown how, or when this damage occurred. The instructions for use literature that accompanies the device states, ¿disassembly, bending, and/or breakage of any or all components¿, are possibly. Damage to the plate could occur by improper positioning or during the insertion of the timesh screws. If information is provided in the future, a supplemental report will be issued.